Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2 reference MFR. Report: 1627487-2014-26524. It was reported the patient experienced ineffective stimulation. Diagnostic testing revealed invalid impedance readings. Reprogramming was able to initially provide effective coverage. However, on (B)(6) 2014 the patient's leads were explanted and replaced. The patient is now receiving effective stimulation.